Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated MDR# 1018233-2012-01819 and 1018233-2012-01818. Please refer MFR report # 9615742-2012-00603.